Event description:
A malfunction occurred, indicated by malfunction code 24, leading to a series of steps to resolve the issue. There was no adverse impact to the customer's blood glucose level. Customer support arranged to send a new replacement pump and guided the customer on how to use a backup insulin pump during the interim. Instructions were provided on placing the malfunctioning pump into storage mode and returning it to tandem using a prepaid label within 10 days. The customer confirmed understanding and acknowledged the instructions.